Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 135629: (B)(4) liners manufactured and released on 01/16/2014. No anomalies found related to the problem. To date, (B)(4) lines of the lot have been already sold without any similar reported issue. Lot 140238: (B)(4) heads manufactured and released on 04/17/2014. No anomalies found related to the problem. To date, (B)(4) heads of the lot have been already sold without any similar reported issue. On 07/30/2015 it was communicated that no additional information about (B)(4) was received yet.

Event description:
(B)(4).